Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebw0235 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0235) have been reported from the same (B)(6) facility.

Event description:
It was reported that although the PICC had a bidirectional valve that should have prevented bleed back, bleed back was still noted. The PICC was removed. ¿pose of an oturator and a vein guard.¿ no patient injury reported.